Event description:
Reporter indicated that vns patient underwent vns therapy system explant (pulse generator and entire lead, including electrodes) due to infection. The patient had undergone generator replacement surgery approximately three months prior. Intraoperative antibiotics were not used during the generator replacement surgery. The infection was present at the pulse generator/pocket area. It was reported that the patient irritated/scratch at the incision site. The infection was initially treated with antibiotics and I&d. The infection has reportedly resolved.review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.investigation to date has been unable to determine the cause of the reported infection.